Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: the device history paperwork was reviewed for all lots, specifically reviewing the foam and snap lots to determine what lots were used and when. There were multiple lots of both the snaps and foam used during production. Actual suspect sample was not returned, but investigation was done using a different lot number with the same complaint returned from the user. Visual inspection reveals some of the snaps were broken. The wire connector was mated with the returned samples. The connector/snap mating found that some of the snaps were difficult to press into the connector. However, no electrodes disconnected from the device. Also, peel testing could not be performed on the foam of the returned samples as the strip label was impacting the adhesion results, skewing them to a much higher result. Therefore, the reported failure could not be duplicated/reproduced, and the root cause could not be determined. Though, the broken snap may contribute to the connector and electrode mating issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during patient use the customer noticed that the led pad attachment they had is not perfectly round and had been bent near the base of the button. These have not been able to connect securely to get a good reading. Furthermore, the customer confirmed no harm was done to the patient.